Manufacturer narrative:
Concomitant medical products: 407652 ra lead, 419378 lv lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused an inappropriate shock. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.